Event description:
It was reported that a vns pt was found deceased in his home. The reporter indicated that though the cause of death was still unk, he believed that the event to was due to cardiac arrest and not related to vns therapy. Device diagnostics performed seven days before the pt's death indicated proper device function. The pt's device was not returned to the MFR as it was not explanted before burial. No device failures are suspected.